Event description:
Alleged event: it was reported that the first time the product was used it worked ok; for the second time with the same operation the punch got stuck in the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
The device history record (DHR) of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. This product was built on (B)(4) 2014. The sample investigation has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.